Event description:
Wrist implant failure causing heavy metallosis, and product failure causing ruptured finger tendons. Metal on metal from universal 2 implanted in 2008, removed in 2018. Company: integra lifesciences.